Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low reading on the sensor. The customer had symptom of thirst and had contact with a healthcare professional. The customer was treated with insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been returned and is pending investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low reading on the sensor. The customer had symptom of thirst and had contact with a healthcare professional. The customer was treated with insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download section h4 (device mfg date) was updated from 9/2/2022 to 4/6/2022 . All pertinent information available to abbott diabetes care has been submitted.